Event description:
Pt called tech support stating that she thinks she had an overfill situation last night during the ccpd treatment. Pt denied any problems with the previous treatment which ends with a last fill of 1999 ml. Pt stated she did a manual drain during the day and was empty at the time she connected to the cycler. A ccpd treatment was stated. Drain 0=0ml. Fill1 = 1999 ml. Drain 1 = 1850 ml. Fill2 = 1795 ml. After the fill and during the dwell, pt stated feeling full "like I ws going to burst" with back pain and tightness. Pt did a stat drain obtaining 4566 ml. Pt stated feeling good after draining and was able to complete the treatment. Pt received a replacement cycler and continues ccpd.

Manufacturer narrative:
Device investigation has started but not yet complete. (B)(4).